Event description:
As reported through implant patient registry (ipr) a valve in valve procedure was performed secondary to too low deployment. Initially, the patient presented to the va with sob and was found to be in heart failure. He was started on dobutamine and underwent a bav. Iabp was placed for hemodynamic support. He was unable to wean off of the pump and developed acute renal failure; not responding to diuretics. He was then transferred to oht for evaluation of advanced heart failure and cardiogenic shock. The decision was made to perform a tavr procedure. Measurements of the patient¿s annulus were borderline between a 26mm and 29mm valve. CT was not performed because of the patient¿s shock. It was noted that in the beginning of the procedure, there was trouble using the tee for valve sizing. In addition, the team did not want to perform balloon sizing because the patient may not tolerate any rapid pacing. He also had some aortic insufficiency in that the pigtail could pass through the valve without much interruption. The team decided to deploy a 29mm valve. The valve was deployed and it looked a little bit low, but mostly oversized. There was mild paravalvular leak (pvl) and post dilatation was performed twice. A 26mm valve was then placed inside of the initial valve just to buttress it. There was resolution of any aortic insufficiency and the gradient. The patient tolerated the procedure well. Patient converted back to sinus rhythm after the pacing run. The patient¿s admission post procedure was complicated by progressive dyspnea and renal failure. The patient was made dnr/dni considering hospice care pending family discussions, but had pea arrest the evening pod4 and passed away. It was perceived the pea was secondary to pe.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the pvl is unknown. However, the inability to properly size the valve may have contributed to the event. A second valve was placed correcting the pvl and malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.